Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of ¿295, 389, 302, 221, 373 and 397 mg/dl¿ with the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting as the control solution test was found to have failed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/13/2015 device evaluation. The lay user/patients meter has been returned on 2/13/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed; however a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/02/2015). The patient¿s meter has been returned on 12/29/2014 and evaluated by lifescan product analysis on 1/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.